Event description:
While placing central line, teleflex arrow cdc-45703-1a, guidewire became stuck. When md pulled it out, guidewire unraveled. Md able to extract guidewire in it's entirety. FDA safety report ID# (B)(4).